Event description:
It was reported that the battery of this pacemaker reached elective replacement indicator (eri) status earlier than expected as the estimated remaining longevity was 11 months in (B)(6) 2025. When the health care professional (hcp) sent the local area boston scientific field representative a photo of the programmer screen, it was discovered the device was operating in safety mode. Subsequently, the patient underwent a revision procedure two days later, and this device was explanted and replaced without incident. Besides intervention, there were no other adverse patient effects reported. Device return is expected.

Manufacturer narrative:
Of note: this device was manufactured prior to the date 24 september 2013. Therefore, a complete unique device identifier (UDI) is not available.

Manufacturer narrative:
Of note: this device was manufactured prior to the date 24 september 2013. Therefore, a complete unique device identifier (UDI) is not available. Investigation summary: with the available information, boston scientific cannot confirm the root cause of the reported clinical observations. This device was explanted and replaced but has not yet been returned for laboratory analysis. Note this investigation will be updated should further information be provided. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: to date, this device has not been returned to boston scientific; therefore, physical analysis cannot be conducted. Labeling review: review of labeling determined the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance with labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Investigation conclusion: based on the available information and in the absence of device return, the root cause of the reported clinical observations cannot be established. Risk assessment: a risk review was completed and confirmed the event of device displays error message was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.

Event description:
It was reported that the battery of this pacemaker reached elective replacement indicator (eri) status earlier than expected as the estimated remaining longevity was 11 months in (B)(6) 2025. When the health care professional (hcp) sent the local area boston scientific field representative a photo of the programmer screen, it was discovered the device was operating in safety mode. Subsequently, the patient underwent a revision procedure two days later, and this device was explanted and replaced without incident. Besides intervention, there were no other adverse patient effects reported. Device return is expected.